Event description:
The patients lead was explanted and replaced. The explanted lead was discarded.

Manufacturer narrative:
The medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient experienced an increase in depression. High impedance >10,000 ohms was seen on the patient's device. During generator replacement surgery, high impedance was seen on both the new and old generator. The surgeon does not perform unexpected lead revisions, therefore the lead remained implanted. The explanted generator was discarded. No additional surgical intervention has occurred to date. No other relevant information has been received to date.